Event description:
Patient reports going to dentist due to bothersome tooth and had an emergency crown on tooth #31 on (B)(6) 2024 due to a cracked tooth. The retainer feels off following crown placement. Additionally, the retainer has a hole from the patient grinding teeth and patient does not have anymore top retainers. Current upper #6 and lower aligner #7.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.